Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a cough. The patient was prescribed ventolin in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found white and black unknown contamination (dust like), inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box. The manufacturer also found white dust-like contamination on the blower motor, black contamination, consistent with keratin, at the air outlet of the blower box and the blower motor seal. The device's downloaded event log was reviewed by the manufacturer and found error code e-200 . The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of unidentified contaminants that are not consistent with degraded sound abatement foam.

Manufacturer narrative:
The manufacturer previously submitted with incorrect sections b1, b2, h1, h6. Corrections to previous report are made in this report as follows. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of cough related to CPAP device's sound abatement foam. The patient was prescribed ventolin in response to the reported event. Section b1 was corrected to adverse event (the product problem was checked in previous report) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough. The patient was prescribed ventolin in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.